Event description:
Customer is reporting an alleged false positive result by online review. Customer states they were positive by another test and symptomatic but symptoms subsiding and positive by quidel test. Timeframe of testing between tests is unknown.

Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: unable to determine. Source: online review.